Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer received pump error 53. The customer was assisted with troubleshooting. The customer was able to clear the alarm, completed rewind and the self test. No harm to the customer requiring medical intervention. The customer will discontinue use of the device and the device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged pump error 53 and high blood glucose on event date august 23, 2022. Device passed self test, rewind, seating, basic occlusion test, occlusion test and displacement test, however, device failed the force sensor test. Unable to verify high blood glucose. History/trace downloads were successful using thump software. Pump error 53 not observed during testing, however, a pump error 53 (file number= 60529, line number= 11957), esf#: esf3470387, was present in the history download on august 21, 2022 00:26:46.000 due to a hardware defect. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. In summary, customer allegations for pump error 53 confirmed in history/trace files due to hardware issues. Unable to verify high blood glucose. Failed force sensor test observed, problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.